Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-73100. It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the atrial and right ventricular leadless pacemakers (lp) exhibited noise reversions, poor implant to implant (i2i) communication and pacemaker mediated tachycardia (pmt). The atrial lp also exhibited inappropriate mode switches due to far r-wave oversensing. Programming changes were implemented. The patient was in stable condition.